Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00389 and manufacturer report # 3005099803-2013-00390 addresses the other device. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator devices were used for varices ligation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the first speedband device (MFR # 3005099803-2013-00389) was advanced to the target area however; no bands were able to be deployed. The scope was withdrawn from the patient, the device was exchanged, and then the second speedband device (MFR # 3005099803-2013-00390) was used and the same issue occurred; no bands were able to be deployed. Again, the scope was withdrawn from the patient, the device was exchanged and the procedure was completed using another speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.